Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility where a visual inspection revealed that the unfolder cartridge had small amounts of viscoelastic (ovd) residue inside. One haptic was observed between the rod tip and the cartridge tip. Based on the evidence observed, the complaint was not a manufacturing related incident since a small amount of ovd residue was found, indicating use of the lens. In reviewing the manufacturing process, no assembly errors, broken components, damage on the rod tips, or defective cartridges were identified. The directions for use (dfu) states insert the ophthalmic ovd into the tip of the protective cap, completely fill the viewing window with ovd, do not implant the lens if the rod tip does not advance the lens or if it is jammed on the cartridge. Slowly advance the lens until the lens is fully released from the insertion system tip. Functional tests could not be performed on the returned lens since the preloaded lens system is a single-use medical device. The reported event of a torn haptic was confirmed. The investigation results reasonably suggest that the probable cause for the reported experience was due to a use error. A review of the manufacturing process indicated that all units manufactured were 100% visually inspected following inspection procedures and no deviations related to the cartridge process were reported. The preloaded assembly record was reviewed. No deviations related to the preloaded inserter system were reported. The lubricity tests performed were found within specifications. No haptic issues during the functional test operations were reported. The manufacturing records and related documents show that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon implanted the intraocular lens, (iol) and found that the trailing haptic had been torn off inside the delivery system. The lens was cut out, removed and replaced. Incision enlarged slightly. No patient injury was reported and good results are expected.

Manufacturer narrative:
(B)(6). (B)(4). Placeholder.